Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had recurring audio anomaly. The device sometimes doesn't beep. They also had air large air bubbles in the reservoir. Their blood glucose during the incident was 407 mg/dl. They treated with a complete set change. The customer¿s blood glucose during the call was 190 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No air bubbles noted during testing using a water fill test reservoir. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in insulin pump history.